Manufacturer narrative:
Additional information was received on 28-oct-2019 indicating that the event occurred during testing and there was not patient involved in the event. Device evaluation completion date: 20-nov-2019. Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with no physical damage found on the device. Event log history was performed and indicated that no problem was found in history. During analysis, the delivery accuracy tests found the pump to be slightly out of the published specification of +/-6%. Service will replace the pump's expulsor in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was under infusing. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.